Event description:
It is reported that during implantation the articular surface would not fit securely onto the tibia. It was removed and another articular surface was opened and implanted.

Manufacturer narrative:
Visual inspection of the returned articular surface identified that the dovetail feature was slightly flared on both sides. This is appeared to be due to the articular surface being inserted with the dovetails engaged and then removed from the tibial plate. Measured dimensions were conforming to print specifications. Review of the device history records identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the articular surface. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.